Event description:
It was reported that the ventilator delivered incorrect volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of incorrect volume delivery could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. In the event log, there are alarms generated for expiratory minute volume low, peep low and respiratory rate high indicating a leakage in the patient circuit. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. According to the test log, the ventilator passed pre-use check prior and after the reported event date. There are no indications of ventilator malfunction at the time of the event. The root cause of the reported event was most likely due to leakage in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).